Event description:
The customer alleged they received a questionable lithium result for one patient on their c502 analyzer. The patient's initial lithium result was 1.93 mmol/l and it was reported outside the laboratory. The physician questioned the initial result as the physician had reduced the patient's lithium dose. The sample was repeated twice and the results were 0.53 mmol/l and 0.52 mmol/l. There were no adverse events. The lithium reagent lot number was 684213 and the expiration date was 02/27/2015. A definitive root cause could not be determined with the information provided. The quality control results were near their target values and a general reagent issue was not likely. The reaction kinetics indicated that more the required sample volume was transferred to the reaction cell. The reaction kinetics provided were otherwise regular.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.